Manufacturer narrative:
The investigation for positioning issue was completed and no device was returned. The cause of the issue was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. After many attempts of repositioning, the axillary/aorta size was not favorable. The patient continued on support until the device was successfully weaned. No patient harm was reported due to issue .